Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) that a peritoneal dialysis (pd) patient discovered a fluid leak when the patient unscrewed the tubing to the drain line after ending their pd treatment. The rn reported that the patient should have been empty but the cycler was still reading 1122ml drained. The cycler would not allow the rn to bypass. It was reported that a please check patient line and drain line message occurred in drain 1 of 5 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested but has not been obtained.

Manufacturer narrative:
Correction provided in g1.

Event description:
It was reported by a registered nurse (rn) that a peritoneal dialysis (pd) patient discovered a fluid leak when the patient unscrewed the tubing to the drain line after ending their pd treatment. The rn reported that the patient should have been empty but the cycler was still reading 1122ml drained. The cycler would not allow the rn to bypass. It was reported that a please check patient line and drain line message occurred in drain 1 of 5 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a registered nurse (rn) that a peritoneal dialysis (pd) patient discovered a fluid leak when the patient unscrewed the tubing to the drain line after ending their pd treatment. The rn reported that the patient should have been empty but the cycler was still reading 1122ml drained. The cycler would not allow the rn to bypass. It was reported that a please check patient line and drain line message occurred in drain 1 of 5 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested but has not been obtained.